Manufacturer narrative:
This report is being submitted retrospectively per FDA request. Attached is the xml file as evidence of initial submission on (B)(6) 2018.

Event description:
The customer reported leaking at the hub that connects to the epidural. There was no report of patient harm.